Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a 23-inch infusion set change and supply assistance; the user was guided to reconnect and resume insulin delivery, and the reported blood glucose was 392 mg/dl before decreasing to 159 mg/dl and remaining stable. Customer care provided support that included technical troubleshooting with user guidance on infusion site reconnection and monitoring instructions. Investigation of this case revealed that the device resumed insulin delivery and the hyperglycemia resolved after the infusion set issue was addressed, with no additional device malfunction identified. No clinical symptoms associated with elevated blood glucose reported. Outcomes included resolution of hyperglycemia without hospitalization or medical intervention. It was concluded that hyperglycemia occurred with cause unclear, and the event resolved after the infusion set reconnection and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.